Event description:
A pt was admitted with a recent mi (more than, or 72 hours prior) for a procedure to a 3mm, moderately tortuous mid lad with 80% preprocedure stenosis; timi flow was one. The 16mm, de novo, type b2 lesion was smooth and eccentric with little or no calcification and no thrombus. Three cyphers were direct stented to overlap: a 3.0 x 18mm was implanted at 16atm with sub-optimal results. A dissection occurred after placement of the first stent, and a 3.0x23mm cypher and a 3.0x28mm cypher were placed at 16atm to treat it. One year later, the pt experienced a restenosis of the target lesion involving the first device only --3.0x 18mm cypher and had ptca to treat it.